Event description:
It was reported that approximately four months after implantation of a vena cava filter, a detached filter arm was identified in the ivc in the vicinity of the filter. The filter was successfully removed; however, the detached arm remains embedded in the ivc wall. There was no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was documented previously with product catalog # and patient details: age, gender, but not reported. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide patient weight, which was updated in the appropriate sections.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned; however, images were provided. Images demonstrate a meridian filter with six filter legs and five filter arms attached to the filter apex. One detached filter arm is visible in the vicinity of the filter near the apex. Based on the image review performed, the complaint investigation is confirmed for a detached filter arm. However, based upon the available info, the definitive root cause for this event is unk.